Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged. Customer stated a piece chipped off in the reservoir and battery compartment. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.